Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, patient received a primary attune left total knee replacement to address end stage severe arthritis with varus alignment. Patella was resurfaced, and depuy bone cement (2 instances) was utilized. There were no reported complications. On (B)(6) 2020, patient's left knee was revised to address aseptic tibial base plate loosening at the cement to implant interface and some (unspecified) instability. Diffuse synovitis was identified throughout, with some metallic staining. There was some osteolysis beneath the femur component, but it was otherwise well-fixed. The tibial baseplate was grossly loose, completely debonded from the cement mantle. Cement mantle was well-fixed to tibia bone. Patella was well-fixed, non-worn, and retained. Synovectomy performed. Competitor revision knee products were re-implanted utilizing competitor bone cement. Doi: (B)(6) 2013. Dor: (B)(6) 2020; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports: 1 related to implant loosening, and 1 unrelated. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116. By product family: 182 (63x smartset ghv, 182x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.